Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause for the peritonitis event was unknown. The patient was hospitalized for hypoglycemia and subsequently diagnosed with peritonitis. A pd effluent culture (unknown draw date) was positive for coagulase-negative staphylococcus aureus and the patient was prescribed/treated with vancomycin 1.5g for 3-4 days (route, strength and frequency unknown). It was unknown if the patient continued with peritoneal dialysis therapy throughout their hospitalization. After ten days, the patient recovered from the peritonitis and was discharged from the hospital. The patient has continued with peritoneal dialysis therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All product lots have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.